Event description:
It was reported that following a lead revision, the patient had stimulation in the wrong location. Impedances readings were >3600 ohms on all electrodes in combination with 10, 11, 12, 13, 14 and 15 on the left side. Electrodes 8 and 9 had normal impedance readings; however, the stimulation was in the wrong location. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.